Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report readings were not being taken on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter ((B)(4)/lot number 5208216) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. A review of the shared data lot confirmed the reported event that the readings were not being taken. The root cause was determined to be a defective transmitter. However, it is unknown if the returned transmitter is the complaint device.